Event description:
Patient reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture and "axilla demonstrates snowstorm shadowing consistent with free silicone and uptake within the axilla.¿ the event of gel leak was determined not to have occurred.

Manufacturer narrative:
Reason for reoperation: "snowstorm shadowing consistent with free silicone" and "uptake within the axilla". Removed reported event of rupture as report of "recent MRI shows no ruptured".

Event description:
Patient later reported "snowstorm shadowing consistent with free silicone", "uptake within the axilla" and "no ruptured" via MRI. This record is for the right side. Device remains implanted.